Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The pt's catheter dislodged while moving their arm during treatment. Rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the pt's catheter dislodging while moving their arm during treatment. Facility staff attributed the event to access issues and the pt has received a new catheter. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.